Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The cause of the motor stall was unknown. Drugs delivered via the device were clonidine 800mcg/ml and baclofen 2000mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter: model: 8709; serial #: (B)(4); implanted on: 2002 (B)(6); explanted: unk.

Event description:
The pump never recovered. They had to urgently admit the patient to the hospital. The pump was replaced the next day. The explanted device was not sent to pathology; it was thought that they probably tossed out the device. As of (B)(6) 2012, the patient was "doing great". At the time of the event, the pump was delivering lioresal (2000 mcg/ml at 440 mcg/day and clonidine 800 mcg/ml at 175 mcg/day).

Event description:
The patient came into the clinic today reporting withdrawal; logs showed motor stall this morning. They interrogated the pump and programmed a bolus, but the pump was still alarming. The patient had had no medical tests, no exposure to emi or magnets; it happened in the middle of the night.